Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients mother reported that her son was wearing a pod and that the cannula came out of her son's arm so they had to take him to the hospital. When the patients mom left work last night at 7:30 pm his blood glucose was 242 mg/dl and by the time she got home at 9:00 pm her son told her he was not feeling well and his bg was over 500 and he had large ketones. They took him to the ER and he was then admitted. He was diagnosed with acute hyperglycemia. They treated him with intravenous fluids and insulin (novolog). Patients mother had to get off of the phone so not all bg and bolus history was obtained.